Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by lubrication problems and corrosion. Corrected data: it was originally reported that 3 devices were not received for evaluation; however, one device was received for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device was reportedly overheating. 5 events had no patient involvement; no patient impact. Seven events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 4 devices were received for evaluation; 4 events were confirmed during testing. Approx 2 devices were found to be affected by lubrication problems. Approx 2 devices were found to have corrosion. This device is not repairable and was not returned to the user facility. Approx 3 devices were not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly overheating. Approx 5 events had no patient involvement; no patient impact. Approx 2 events had patient involvement; no patient impact.